Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that they experienced hyperglycemia with a bg of 400 mg/dl and were hospitalized for diabetic ketoacidosis at (B)(6) hospital in (B)(6). The user was able to treat the high bg by receiving IV insulin while admitted and was discharged on (B)(6) 2025. No additional details regarding treatment or outcome were provided.